Event description:
The customer reported a patient with a previous history of being rh positive (weak d) reacted negative in the anti-d microtube of the mts a/b/d monoclonal grouping card lot# 061708053-04. Incident occurred in 2009. No erroneous results were reported. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Satisfactory results were obtained with retained and returned gel cards from lot #061708053-04 with the returned sample and known weak d sample. Positive reactivity was obtained in all the anti-d microtubes tested at ocd. The IFU indicated that the mts monoclonal anti-d gel card may not detect very weak expression of the d antigen. The sample is most likely a weak d example reacting negative in anti-d gel antisera and positive in tube at the customer site. Incident is most likely sample related. The gel cards performed as expected using retained and returned cards. The customer's complaint was not confirmed. Batch record review was within release specifications. Incident is isolated.